Manufacturer narrative:
Three days after the index procedure the patient developed sudden onset of behavioral change, dysarthria, reflex change, left hemiparesis or hemiplegia and left hemiataxia per the neurological event form. On the same day the patient had sudden onset of left-sided facial droop, extreme weakness in his left upper and lower extremities, and slurred speech. A head CT scan revealed asymmetric hypodense right cerebral white matter, predominantly sub-cortical level with a degree of negative mass effect of the sulci. The findings involve the parietal and occipital lobes. These findings may be predominantly related to an old infarction, coexisting acute ischemia or even a degree of vasogenic edema related to an underlying mass cannot be excluded. The CT scan further noted hypodensity right thalamus and basal ganglia as well as right caudate nucleus. A brain MRI the next day without contrast, compared to CT scan the day before, revealed the following: two separate foci of new acute cerebrovascular accidents in the right middle cerebral artery territory, which appeared to be superimposed on a large old infarct. In addition, there was diffuse white matter change consistent with small vessel vascular disease and aging, most likely exacerbated by the patient's underlying hypertension and diabetes. Mra revealed diminished flow in the right middle cerebral artery. Flow void in the region of the right carotid artery suggested the presence of artifact from a carotid stenting. A follow-up CT scan three days later, showed no acute abnormality, noting continued suspicion for acute infarcts, considering MRI as more sensitive study compared to non-contrast CT scan. At discharge, according to the discharge summary, the patient had 4/5 strength on his left side, left facial droop, and significant dysarthria. The patient also had dysphagia and at discharge was status post ir-guided g-tube placement. The discharge diagnosis included right middle cerebral artery ischemic infarct, likely cardioembolic in origin. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(6), the patient experience a stroke approximately three days post index procedure. Additional information received states that the stroke was cardio embolic in origin related to chronic a -fib. The adjudication minutes were received and disagree with the previous determination as reported by the site that the contributing etiology for the patient's cva approximately two days after the index procedure was cardioembolic in origin and not neurological in origin. The adjudication minutes notes that it was related to the procedure and to the device. The patient is a (B)(6) male who was enrolled in the (B)(4) for stenting of the carotid artery. The target lesion location was the ostium of the right internal carotid (r6). The patient's medical history includes hyperlipidemia, cardiac arrhythmia, smoking, diabetes mellitus, and hypertension. The target vessel was described as eccentric. The rate of stenosis was 90%. An angioguard ((B)(4)/ lot 70912410) embolic protection device was placed distal to the lesion and the lesion was pre-dilated. A precise ((B)(4)/ lot 15661976) stent was successfully deployed in the target lesion. The angioguard was safely removed from the patient and upon removal it was noted that there was debris captured in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The patient was discharged the next day.

Manufacturer narrative:
As reported by the (B)(6) registry the patient experience a stroke approximately three days post index procedure. Additional information received states that the stroke was cardio embolic in origin related to chronic a -fib. The adjudication minutes were received and disagree with the previous determination as reported by the site that the contributing etiology for the patient's cva approximately two days after the index procedure was cardioembolic in origin and not neurological in origin. The adjudication minutes notes that it was related to the procedure and to the device. The patient is an (B)(6) male who was enrolled in the (B)(6) study for stenting of the carotid artery. The target lesion location was the ostium of the right internal carotid (r6). An angioguard embolic protection device was placed distal to the lesion and the lesion was pre-dilated. A precise stent was successfully deployed in the target lesion. The angioguard was safely removed from the patient and upon removal it was noted that there was debris captured in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The patient was discharged the next day. Three days after the index procedure the patient developed sudden onset of behavioral change, dysarthria, reflex change, left hemiparesis or hemiplegia and left hemiataxia per the neurological event form. On the same day the patient had sudden onset of left-sided facial droop, extreme weakness in his left upper and lower extremities, and slurred speech. A head CT scan revealed asymmetric hypodense right cerebral white matter, predominantly sub-cortical level with a degree of negative mass effect of the sulci. The findings involve the parietal and occipital lobes. These findings may be predominantly related to an old infarction, coexisting acute ischemia or even a degree of vasogenic edema related to an underlying mass cannot be excluded. The CT scan further noted hypodensity right thalamus and basal ganglia as well as right caudate nucleus. A brain MRI the next day without contrast, compared to CT scan the day before, revealed the following: two separate foci of new acute cerebrovascular accidents in the right middle cerebral artery territory, which appeared to be superimposed on a large old infarct. In addition, there was diffuse white matter change consistent with small vessel vascular disease and aging, most likely exacerbated by the patient's underlying hypertension and diabetes. Mra revealed diminished flow in the right middle cerebral artery. Flow void in the region of the right carotid artery suggested the presence of artifact from a carotid stenting. At discharge, according to the discharge summary, the patient had 4/5 strength on his left side, left facial droop, and significant dysarthria. The patient also had dysphagia and at discharge was status post ir-guided g-tube placement. The discharge diagnosis included right middle cerebral artery ischemic infarct, likely cardioembolic in origin. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Cerebrovascular accident is a well documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events.